Event description:
A customer reported that multiple system messages displayed and the priming failed during surgery. The cassette was exchanged multiple times and was able to prime successfully. After a 15 to 20 minute delay, the procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. A root cause has not been identified. (B)(4).